Event description:
It was reported that a lead warning occurred on the right ventricular (rv) lead and right atrial (ra) lead for low impedance. However, it was further suspected that it was due to a defect on the implantable pulse generator (ipg) impedance measurement circuit since the device seemed to have been otherwise functioning normally. Subsequently, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid testing and evaluation confirmed the reported complaint. Upon opening the device, the failure cleared. All efforts to reestablish the issue and additional analysis were unsuccessful. If information is provided in the future, a supplemental report will be issued.